Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the reload was difficult (stiff) to connect to the adapter. The jaws locked on the tissue but was able to be released properly after firing. There was also difficulty in unloading the cartridge. A spare adapter was used to resolve the issue in order to complete the case.